Event description:
It was reported that during a rotational atherectomy treatment procedure, severe withdrawal resistance was encountered. Vascular access was gained via the right femoral artery. The 90% stenosed 20mm x 3.0mm lesion was located in the severely calcified and moderately tortuous left anterior descending artery. Treatment of the lesion was completed by approximately 3 to 4 ablation runs with this 1.5mm rotablator rotalink plus burr. The physician attempted to withdraw the burr in dynaglide mode, however the physician noted severe resistance and the stall lamp illuminated. The physician was able to remove the burr without rotation. No patient complications were reported, and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).